Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level ranging between 396-415 mg/dl. Suspected cause was an unspecified issue with the pump. Customer reverted to an alternate method of insulin therapy to address bg. A system check was performed and the pump performed as intended.